Event description:
The customer alleged that his blood glucose was tested using his contour meter and his doctor's meter. The customer was unable to provide actual readings, but contour read around 60 mg/dl higher compared to the other meter. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.